Event description:
Report received of a delay in dopamine therapy due to user error in programming the pump. The patient was an adult with congestive heart failure ordered to receive dopamine and dobutamine at unspecified rate/dose. The customer contact reported that both pumps were programmed with concentration for the dobutamine. The patient received the wrong dosage of dopamine for 12-14 hours resulting in a delay in therapy. When the error was discovered, the md was notified. The md's response was "no wonder the patient was not responding to the therapy". The dosage was adjusted and no further medical interventions were required. There was no reported long-term effect to the patient. The pump remained in clinical service, the serial number was not identified, and the pump will not be returned for testing.